Event description:
The customer received questionable results on ion selective electrode- sodium (na) and ion selective electrode-chloride (cl) for nine patient samples. The customer had run qc at 7:15 am and both levels were low. All samples that were run prior to the qc were repeated on the same instrument. All results are in mmol/l. Patient 1 had an initial na result of 125, accompanied by a data flag. The repeat result was 132, accompanied by a data flag. This patient had begun, per doctor's orders, a normal saline "drip"; which the nurse immediately discontinued when the customer provided the corrected result. There was no adverse effect to the patient. Patient 2 had an initial na result of 134, accompanied by a data flag. The repeat result was 143. Patient 3 had an initial na result of 131, accompanied by a data flag. The repeat result was 139. Patient 4 had an initial na result of 137. The repeat result was 143. Patient 5 had an initial na result of 133, accompanied by a data flag. The repeat result was 140. Patient 6 had an initial na result of 116, accompanied by a data flag. The repeat result was 125, accompanied by a data flag. Patient 7 had an initial na result of 135. The repeat result was 143. Patient 8 had an initial na result of 126, accompanied by a data flag; and an initial cl result of 97. The repeat result for na was 139; and the repeat result for cl was 108. Patient 9 had an initial na result of 135; and initial cl result of 103. The repeat result for na was 149, accompanied by a data flag; and the repeat result for cl was 114, accompanied by a data flag. All of the initial results were reported outside of the laboratory. The repeat results were deemed to be the correct results by the customer. There was no adverse event. The lot number for the na electrode in use was s77, with an expiration date of 09/30/2013. The lot number for the cl electrode in use was e65, with an expiration date of 10/31/2013. The field service representative found that the ion selective electrode sample probe was worn. He replaced and adjusted the probe. He also removed and checked the tubing for obstructions and proper operation, and cleaned and flushed the ion selective electrode valves. He also did performance testing. The customer performed calibration and qc, which was within their specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.